Manufacturer narrative:
The referenced planned transfusion was reported under medwatch MFR report #2916596-2017-02904. Unique identifier (UDI) # (device identifier): the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. (B)(4). Approximate age of device ¿ 5 months. The patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient was nauseous and unable to eat. Hemoglobin was down to 8.6 g/dl. The patient was to have outpatient transfusion on (B)(6) 2017, however, the patient continued to feel poorly arrived at the center on (B)(6) 2017. Hemoglobin was 5.7 g/dl and hematocrit was 17.0%. The patient was admitted and transfused 4 units packed red blood cells (prbcs). Scope found no bleeding sites, but non-bleeding arteriovenous malformations (avms) were treated and a polyp was biopsied. The patient was discharged on (B)(6) 2017.

Manufacturer narrative:
Additional information. Placeholder.

Event description:
Additional information: it was reported that a jejunal polyp was biopsied and was found to be a tubular adenoma. On (B)(6) 2018 it was reported that there was no current follow up scheduled for the patient except routine labs with blood transfusions as needed. The patient was stable at home continuing with no anti-coagulation. On (B)(6) 2017 hemoglobin was 9.7 g/dl.

Manufacturer narrative:
Additional information. The referenced ongoing gastrointestinal bleed was reported under medwatch MFR report # 2916596-2017-02662, medwatch MFR report # 2916596-2017-02904, medwatch MFR report # 2916596-2018-00403, and medwatch MFR report #_____((B)(4)). Device evaluation the patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the push enteroscopy and colonoscopy scopes completed on (B)(6) 2017 found the small non-bleeding arteriovenous malformations (avms) in the duodenal bulb, duodenum, and proximal jejunum. They were all treated with argon plasma coagulation (apc). At time of discharge on (B)(6) 2017 the patient¿s hemoglobin was 9.5 g/dl. During the ongoing gi bleed, the patient was not on any anticoagulation. Prothrombin time (pt), inr, and partial thromboplastin time (ptt) varied, but remained mostly normal. The patient¿s high inr was 1.27 during the ongoing gi bleed; pt high was 14.5 seconds and ptt was 26.1-29.7 seconds. The patient did receive protonix and octreotide infusion with each admission.